Manufacturer narrative:
Continuation of d10: product ID a520, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient said as of a "couple weeks ago" they noticed the therapy wasn't feeling like it was working to manage their symptoms anymore. The patient said they had never connected to the therapy since getting it implanted; the settings put in place at implant surgery was what worked for the patient the whole time they've had the therapy up until recently. The patient had charged the handset, but not the communicator. The agent reviewed need to charge communicator as well, so the patient said they would call back once that has been done. The agent reviewed the possibility that the communicator may not power on if they haven't used it at all in approximately 5 years. When asked about their managing healthcare provider (hcp), the patient said the doctor they used to see no longer practices in the area. The agent reviewed the option for physician li stings through the manufacturer. The patient called back and stated that they had fully charged their external devices. The agent walked the patient through connecting to their implantable neurostimulator (ins), but the patient confirmed seeing the 'missing implant information' screen. The patient confirmed that they hadn't had any recent fall or trauma that they were aware of. The agent redirected the patient to an hcp to further address the issue and emailed the patient physician listings. The agent also emailed patient registration services for a registration update and reviewed role of the manufacturing representative (rep). The patient called back requesting for an appointment with the rep to attend their appointment on (B)(6) 2026 at 11am. The agent emailed the rep and provided the patient's information. The patient called back and repeated information regarding the therapy issue. The patient stated that their symptoms were like they were before they got the ins. The patient repeated that they got the 'missing implant information' message. The patient mentioned that in (B)(6) of 2025 they were taken to the ER and had a tee then had their heart shocked internally. The patient told the ER staff they had an ins, and the ER staff told the patient they had contacted the manufacturer and were told it was okay for the patient to leave the ins turned on. The patient thought their symptoms began shortly after that. The agent advised the patient to further address the issue with their hcp. The patient called in stating they saw the hcp on monday. The patient said the hcp said they needed to start over but the rep thought they just needed to do a battery change. Additional information was received from the patient. The patient reported that the cause of the return of symptoms after having their heart shocked was unknown as the battery was undetectable. They reported that what most likely caused or contributed to this issue was likely battery depletion due to the age of the device. They reported that steps taken to resolve the issue included that the patient would likely have the system replaced. They reported that the issue had not yet been resolved. The patient was going through the steps to have the system replaced. They reported it was unknown if the issue was caused by normal battery depletion. They reported that there was a plan in place to have the system replaced if the patient agree but it was unknown when this would occur.

Event description:
Additional information was received from the manufacturing representative (rep) on 2026-mar-04. The rep reported that the cause of the 'missing implant information' message was unknown. They reported that what most likely caused or contributed to this issue was unknown. They stated that the patient had their heart shocked but also had the battery for a few years. They reported that steps taken to resolve the issue included will likely have the system replaced. They reported that the issue had not yet been resolved. They reported that logs would not be collected as the patient would have the system replaced. They stated that the battery likely died due to the length of time the patient had the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: correction submitted to update coding for labeled events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.